Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2018-02768. It was reported the patient's scs leads migrated. Reportedly, the leads had migrated from t10 to t12 and l2, x-ray confirmed the migration. The leads were replaced with new ones and effective therapy was restored postoperatively.